Event description:
Boston scientific crm received information that this device was subsequently explanted. There was no allegation from the field regarding the function of the device. This event was created due to the initial testing performed by (B)(4) laboratory. Initial testing noted a possible performance issue concerning the longevity of this device. Additionally, this device is included in the shortened replacement window advisory ((B)(4) 2007).

Manufacturer narrative:
Analysis was performed at (B)(4) laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing.